Event description:
Post-op x-rays show femoral component flexed.

Manufacturer narrative:
Method: segmentation review, planning review, jig design review. Results: segmentation review - performed to specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. Conclusion - guide likely displaced posteriorly causing cut plane to angle posteriorly as well. Change in cut plane angle causes notching of implant as reported.